Event description:
It was repored that during a lap appendectomy procedure, the device was fired over the appendix and bleeding occurred. A tube was inserted to drain the blood. The patient had to be admitted to the hospital. Status of the patient's condition is unk. The case was completed by using clips to stop the bleeding.

Manufacturer narrative:
Info anticipated, but unavailable at this time.